Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences. The patient will be further monitored.